Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's off-label leads had high impedances, and was not able to provide stimulation. The physician underwent surgical intervention and replaced the lead. It was reported the issue was resolved and the patient had stimulation postoperative.